Event description:
During product evaluation, a flo-gard infusion pump was found with a damaged pole clamp. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The damaged pole clamp was identified during the visual inspection. The cause of the condition could not be determined. To correct the condition, the main body clamp was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.